Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation. The device was operating within specification with regard to the reported symptom.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing in a biomedicine department. It was also reported that there was no patient involvement.